Event description:
The procedure for implanting the ey-6005 was not followed completely. The hood intended use and instructions manual details a valve manipulation procedure that causes and confirms proper functioning of the device. The device was implanted without the valve manipulation procedure being followed. The physician confirmed that she did not follow the recommended procedure and that she did not prepare the device correctly in order to activate the valve. After implantation the valve continued not to operate properly and had to be removed.